Manufacturer narrative:
Occupation is lay user/patient. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
The customer complained that the lancet was protruding from the end cap of the coaguchek softclix lancet device. The lancet was protruding from the end cap after firing. The lancet may not have been seated properly in the lancet holder of the device but this could not be confirmed. There was no allegation that an adverse event occurred. The lancet device and lancets were requested for investigation.

Manufacturer narrative:
The customer returned coaguchek xs softclix lancing device and 19 unused lancets for investigation. The device was tested with returned lancets at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormal attributes were found which could verify the customer allegation. The lancing device worked in accordance with specifications. Furthermore, all 19 returned lancets were investigated with a microscope, but no abnormalities were observed. The failure could not be confirmed during investigation. No malfunction or defect was observed during testing.

Manufacturer narrative:
The lot number for the lancets was 10518338 with an expiration date of 30-apr-2022.